Event description:
A baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one vial-mate reconstitution device in which a no flow was observed. It was reported that vials of azithromycin 500 mg was affixed to a bag of 5% dextrose injection, usp in viaflex plastic container, 250 ml (c868844) using the vial-mate. The customer reported that everything was set up correctly but the drug would not mix with the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.